Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge assessed as unidentified (tear) opening. Additional observations: creases were observed. Wear abrasion observed. White particles observed inner the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.